Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: investigation revealed that the black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013 the patient obtained a blood glucose level of 40 mg/dl and experienced the symptom of tingling. The patient noted she administered self-treatment by consuming one glucose tablet and her blood glucose level corrected to 120 mg/dl. The patient alleged the insulin on board feature of the pump was not functioning appropriately. Troubleshooting revealed there were no issues with the pump; it was functioning appropriately. The patient had not understood the proper function of the iob feature and had not used it properly. The patient did not seek any medical attention or treatment. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not properly utilizing the insulin on board feature. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this occurred, and received treatment with glucose, this complaint is being reported.